Event description:
The customer reported that there was an intermittent loss of the live fluoroscopic image. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.